Event description:
Patient had an infusystem continuous pump for chemotherapy connected at the provider office. While patient was at home received an alarm and error "non-disposable pump tubing" pump was turned off at home and patient returned to the office. Faulty cassette was replaced. FDA safety report ID# (B)(4).